Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) of the duodenum, prior to cannulation, the device came out of the scope with a frayed tip. The procedure was completed with the use of another similar device. The patient is reported to be fine.

Manufacturer narrative:
The device in question was not returned to boston scientific for technical analysis. A review of the device history record was performed and confirmed that the device met all required specifications upon it release. There were no other complaints received on this batch number. Based on the evaluation of other devices with the same complaint of split or cracked tip, the most probable root cause was unable to be determined. This type of phenomena could be due to user handling, caused by another device or manufacturing, but cannot be determined with out evaluating the device.